Manufacturer narrative:
Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "yes" to "no" d9: is this device available for evaluation? - "no" to "yes" g6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was ift leakage. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during a leak test. No patient harm was reported. Based on the investigation, a potential root cause of this failure was damage to the bending rubber caused by contact with sharp tools. The device was repaired by pentax medical shanghai, the bending rubber was replaced, and the device was returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 03-nov-2025 a device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 09-nov-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 24-nov-2023. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 30-oct-2025. It was noted that leakage was found during the leak test after use. Pentax medical requested clarification as to why this case was reported as "delayed," even though the issue was detected after use. In response, it was explained that the malfunction of the endoscope would cause a delay in the next patient's examination. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 14-oct-2025, pentax medical became aware of an event involving a pentax medical gastroscope model eg29-i10 serial number (B)(6) in china within the apac region. During a leak test performed after completion of an endoscopic procedure, a leak was found in the insertion portion of the endoscope. The facility reported that this malfunction caused a delay in the next procedure. There was no report of patient harm. This event occurred after use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.